Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed a black screen, was powered down, and the remote smart service (rss) was offline. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer found no power on the station, used a multimeter to isolate the damaged board, replaced the board, secured all connections, and rebooted the station to restore functionality. The system functioned as intended after the field service engineer repaired the device.